Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up in the pyxis for medication removal. A technical support specialist (tss) dialed into carefusion coordination engine server and logged in and verified station synchronization status and confirmed synchronized. Tss checked patient visit ID and found 6 entries (5 pre-admit, 1 discharged on (B)(6)). Applied knowledge article of patient missing on a bd pyxis medstation es and emailed customer to contact adt team for a01 or a04 message to update status and customer agreed to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not available on the station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.